Event description:
On (B)(6) 2015, l5-s instrumentation using expedium was done for the patient with stenosis ((B)(6) female, (B)(6)). During surgery, the connector in question was broken during bending. According to the surgeon, excessive force put on the connector during bending may be a possible cause of the breakage. The procedure was completed with a 5-minute delay. There were no adverse consequences to the patient.

Manufacturer narrative:
Additional narrative: a follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The sfx 5.5 ti medial series telescoping cross connector [product code: 1894-01-406, lot no: om8215] was returned for evaluation. Visual examination revealed a fracture on the cross connector¿s sliding rod retention cap screw. The device was sent to fracture analysis. Analysis noted striations on the fractured surface, indicative of a fatigue failure. No material defects or other abnormalities were observed in this analysis. DHR review identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. A review of the complaint trend analysis was performed and no emerging trends were identified as a result of the analysis. The root cause of for the fracture occurring at the cross connector's sliding rod retention cap screw cannot be positively determined. However, fracture analysis noted striations on the fractured surface, indicative of a fatigue failure. No issues were identified during the manufacturing and release of this device that could have contributed to the problem reported by the customer. No systemic trends were observed. Therefore this complaint file will be closed with no further action required.